Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
During a procedure, when the catheter was being inserted through a 6f introducer, some resistance was noted. On fluoroscopy electrodes 1 and 2 appeared to be overlapping. The catheter was removed from the patient and upon further inspection electrodes 1 and 2 were displaced and overlapping, while electrodes 3 and 4 had also become displaced and could be moved along the catheter shaft. The catheter was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d10, g4, g7, h2, h3, h6. One 16-pole, inquiry steerable diagnostic catheter was received for evaluation. The outer diameter of the catheter shaft met specifications. Electrode rings #2, #3, #5, #7 and #9 were dented, flattened, and displaced. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the insertion difficulty and displaced electrodes is consistent with damage during use.